Event description:
It was reported that the patient had arrived for a disconnect appointment, with the pump showing 6 hours and 20 minutes remaining. According to the treatment log, the pump had stopped at 7:12 am on (B)(6) 2025, powered down at 8:50 am, and powered back up and restarted at 1:40 pm. It had been noted in the delivery log that the pump might have been stopped by the patient, though the patient had been unable to recall this. The starting volume had been 138 ml, with a continuous infusion rate of 3 ml/hr. The reservoir volume had displayed 18.6 ml, and 119.4 ml had been administered. The amount of medication remaining in the cassette had matched the reservoir volume displayed on the pump. The intended infusion length had been 46 hours, but the actual infusion length had been 40 hours. The pump had not been used to prime the extension tubing; instead, a syringe had been utilized for priming.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.